Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the experienced neurologic dysfunction, dizziness, difficulty breathing, a rigid right-cranial view with difficult breathing, and a generalized seizure. The patient also experienced elevated blood sugar levels. A computed tomography (CT) revealed parenchyma bleeding on the right front. There was no active bleeding (B)(6) 2019. The patient received heparin and physical therapy. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remained ongoing on vad support until they ultimately expired on 05mar2020 which is captured under MFR #2916596-2020-01398. Bleeding and neurological dysfunction are listed in the hm3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The hm3 lvas IFU lists additional adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.